Manufacturer narrative:
Based on conversations with the customer from both egs' cmo and regulatory affairs, the doctor indicated fasteners were placed 1cm up into the diaphragm. This may have contributed to a pinhole found during the upper gi performed to investigate or the pinhole may have been caused by the pt coughing and ripping a small hole around a fastener. A pneumothorax diagnosed also during this time was determined to be caused by insufficient deep breathing by the pt, following the procedure.

Event description:
The customer contacted the company and described an adverse event with a female pt. The procedure had gone well, no device issues, but the pt later complained of pain. The pt was admitted and a pneumothorax was diagnosed. The physician attributed the pneumothorax to the pt's reluctance to breathe deeply after the procedure, due to normal soreness in the area. An upper gi was also performed, and a small pinhole was found in the esophagus. A chest tube was inserted and another upper gi was performed to check healing a few days later. The pinhole was still observed. A thoracotomy and pleural patch procedures were performed. The pt recovered.